Event description:
It was later reported that the lead was explanted when repositioning was unsuccessful due to dislodgement.

Event description:
It was reported that the patient received inappropriate therapy due to lead anomaly. The lead was explanted.

Manufacturer narrative:
Analysis found that the sensing coil of the is-1 connector leg was fractured due to fatigue. The folded ptfe tubing bent the filars of the coil apart, which led to restricted flexibility of the coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.